Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune fb cr artic surf sz7 was observed to be missing the bal spring seal when assembling in the operating room. Back up instrument was used instead. 254401006 was broken in spd. Unknown when damage occurred and it was not during a case or in the operating room. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.